Manufacturer narrative:
Paddle/jaw is broken off the distal end of grasper. The shat is bent. Instrument shows signs of long usage. Condition of instrument is consistent with damage caused by mechanical overload.